Event description:
Related manufacturer report number 2017865-2022-22208 it was reported that during the initial implant procedure, after being introduced into the patient's body, when rotating the helix, twisting of the lead body occurred resulting in dislodgement of the right atrial (ra) lead sn: (B)(4). The ra lead sn: (B)(4) was explanted and replaced by ra lead sn:(B)(4). The helix of the ra lead sn: (B)(4) was tested prior to being introduced into the patient's body and no anomaly was noted. After positioning the ra lead sn: (B)(4), rotation of the helix resulted in twisting of the lead body and dislodgement of the ra lead sn: (B)(4). The physician suspected the helix rotation anomalies were due to malfunctions of the leads. Both ra leads had been repositioned more than four (4) times while finding the optimum position during the procedure. The ra lead sn: (B)(4) was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The reported event of helix mechanism issue was isolated to the helix being clogged with blood and over-torque of the inner coil.